Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis. The cause of peritonitis was reported to be the transfer set had fallen apart. The hp reported the tubing appeared to be torn. Treatment was not reported. The hp was recovering. Additional information was requested but not provided.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.